Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Visual and functional inspection confirmed that the laser weld that holds the internal cylinder to the housing body had broken allowing the inner portion to spin when it should have been fixed in place. A photograph was provided which also confirmed the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." The relationship of the subject device and reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. Per complaint details, the device malfunctioned during use; the pin driver broke while inserting pins. Based on the information provided of the inconvenience and swapping out the equipment, no patient injury/impact was concluded. Therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that, during an unspecified surgery, the pin driver broke while inserting the pins. The issue was resolved by using a back-up device. Surgery was delayed less than 30 min. The patient was not harmed.